Event description:
Reference number (B)(4). Event occurred in the united states. On 17-jul-2024, it was reported that the patient faced that infusion set had blockage in the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.